Manufacturer narrative:
The reported event that a screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30 mm was alleged of breakage could be confirmed. The device was received with broken tip. No fragments have been provided. The helical trend of the breakage is typical of over torque. Based on investigation, the root cause was attributed to be user related. The most likely cause is that excessive torque was applied during screwing in combination with hard bone (the patient was reported to be young ((B)(6)) and with a very good bone quality). In addition to this, the following factors might have contributed to the event, the device had experienced excessive use or force and became susceptible to breakage. Hard/dense bone, the patient was reported to be young with hard bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that two different screwdrivers autofix 2.0mm broke during the same surgery. During the normal procedure the screwdriver broken during the implantation. The screw that was used was a competitor screw bigger than the screwdriver. The surgeon implanted a 2mm auto fix screw, while screwing, he broke 2 cannulated screwdrivers. Since the screw was not fully sitting in place, he tried to remove it using a solid screwdriver, but the head of the screw broke in 2 pieces. All broken parts have been removed. He then used an extraction system to remove the screw and implanted a competitor screw bigger to fill the hole drilled in the bone. Unfortunately they have discarded the broken screw and the debris from the screwdrivers. The patient was young ((B)(6)) with very good bone quality. Increased risk of osteoarthritis for the patient as the surgeon have done a defect in the bone to removed the screw off. Surgical delay of 1h30 delay

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that two different screwdrivers autofix 2.0mm broke during the same surgery. During the normal procedure the screwdriver broken during the implantation. The screw that was used was a competitor screw bigger than the screwdriver. The surgeon implanted a 2mm auto fix screw, while screwing, he broke 2 cannulated screwdrivers. Since the screw was not fully sitting in place, he tried to remove it using a solid screwdriver, but the head of the screw broke in 2 pieces. All broken parts have been removed. He then used an extraction system to remove the screw and implanted a competitor screw bigger to fill the hole drilled in the bone. Unfortunately they have discarded the broken screw and the debris from the screwdrivers. The patient was young ((B)(6)years old) with very good bone quality. Increased risk of osteoarthritis for the patient as the surgeon have done a defect in the bone to removed the screw off. Surgical delay of 1h30 delay.